Manufacturer narrative:
(B)(6). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Root cause description: based on the investigation, results of root cause was not able to be determined. Rationale: complaints received for this device and the reported defect will continuer to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed.

Event description:
It was reported that during use the silicone around needle was trapped in the cap with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: during the venipuncture procedure, when the cover was removed from the insyte autoguard (insyte 22) catheter, the needle was already without the silicone around it, so it was identified that the silicone was trapped in the cap.